Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-01149, 2134265-2017-01150 and 2134265-2017-01151. (B)(4) clinical study. It was reported that the patient had cardiac arrest and died. In (B)(6) 2013, the patient presented with unstable angina (braunwald classification: iiic) and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion, located in mid saphenous vein graft (svg) to proximal left circumflex (lcx) with 95% stenosis and was 64 mm long with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation and placement of 3.50 mm x 16 mm, 4.00 mm x 20 mm, 4.00 mm x 12 mm and 4.00 mm x 24.00 mm promus element¿ plus stents in overlapping manner. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was walking to bathroom and experienced cardiac arrest. Emergency medical technicians were called and the patient was resuscitated for one hour; however the patient's respiration was ceased. On the same day, the patient expired due to cardiac arrest. On (B)(6) 2017, the site became aware of subject¿s death through an obituary noted in the newspaper. Death certificate is unavailable and an autopsy was not performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, stent thrombosis occurred as per adjudication.